Manufacturer narrative:
(B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to pain. The surgeon suspected a loose tibia based on the imaging studies. During surgery, the tibial insert (size 3 12.5mm) was explanted. The tibial component was determined to be loose at the cement to implant interface and was removed. A sigma mbt with sleeve was implanted and a sigma cr rp size 3 15mm insert was also implanted. The cement manufacturer was noted to be unknown. Doi: unknown; dor: (B)(6) 2022; affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.